Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a leak at the probe of the coulter act diff 2 analyzer. Customer reported that there was fluid on the tube caps after aspiration. Customer reported that the volume of the leak was less than 1 ml. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the probe was leaking. The fse could not find any obstruction or any type of visible damage. The fse replaced the probe wipe assembly and the leak was fixed. The fse also performed maintenance.

Manufacturer narrative:
Results: probe wipe assembly. (B)(4).